Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress. Therefore; a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm 7300tfx mitral valve implanted seven years, three months, underwent valve-in-valve procedure due to mitral stenosis. A 26mm 9750tfx transcatheter valve was implanted inside the 25mm valve with good outcome.

Manufacturer narrative:
This report was identified to be a duplicate of MFR report number 2015691-2022-06721. Investigation will be completed and reported under MFR report number: 2015691-2022-06721.